Event description:
Humi uterine manipulator broke during surgery while the first assist was manipulating the uterus. Manipulator was removed and replaced by surgeon in order to proceed with surgery. Part of the manipulator was left in the vagina until retrieved at the end of the surgery case. Both pieces of the humi manipulator were removed at the end of case with no harm to the patient. Manipulator saved. Humi was broken at the end where the syringe tubing is connected to the plastic.(please note: no alcohol was used on this product.)